Manufacturer narrative:
Device not returned.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 3 years and 10 months. The reason for explanting the device was not provided. Despite repeated attempts to receive further information regarding the device and event, no response or sample for evaluation was received.

Manufacturer narrative:
Pannus formation and bent lip on anterior leaflet.

Event description:
Per operative report received from followed up with health care provider, device was explanted due to severe aortic insufficiency and regurgitation. Per operative report, "there was pannus formation at 2 of the 3 commissures; therefore restricting the motion of the leaflets. There was also a ben lip on the anterior leaflet consistent with where the ai jet had probably been hitting this valve. This appeared to be contributing to where the mr has been formed."